Manufacturer narrative:
Product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was being shocked and they wanted a new unit.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# unknown product type programmer, patient product ID 9 7715 serial# (B)(6) implanted: (B)(6) 2022; product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they were getting shocked pretty extensively and receiving shocking pain. Patient would have their settings on a lower setting but it would still be pretty high and shock the daylights out of them. Agent reviewed with patient that replacing external equipment would not resolve the shocking issue. Patient had been to the ER twice. Agent reviewed and provided nas phone number and redirected patient to their hcp.

Event description:
Patient called back escalated stating they need two new units to be sent out and they will return the old ones. Patient stated the device does not appear to be working. Agent asked, patient confirmed they were still experiencing the shocking sensation from the implant. Agent reviewed shocking would not be related to external equipment and would need to be addressed with a healthcare professional. Patient became increasingly escalated stating trying to get an appointment set up was like pulling teeth and no one cares. Patient continued to escalate and stated they wanted to yank the device out of their body. Agent reviewed physicians listings was sent out and asked patient if they contacted a doctor from the list, but patient requested supervisor and ended call when agent was reviewing supervisor call back procedures. Patient called in again saying they needed their controllers to be replaced. Agent attempted to get patient to clarify the reason for replacement and patient just kept saying they weren't working, when repeatedly asked. Patient eventually said they were getting shocks randomly and was having a hard time meeting with someone in person and wanted the controllers replaced to rule them out as the cause. Agent reviewed following up with an hcp in person to address shocking, but patient then became escalated and said no one is wanting to help the patient with their issue and no one cares. Agent asked if patient followed up with va yet and patient said the va told them to follow up with a civilian doctor, but that doctor no longer does this. Patient agreed to have physician listings mailed to them. Patient asked to speak to a supervisor, agent reviewed supervisor callback process and patient said they needed to speak to someone now and not have someone call them back later. Agent again reviewed the process and patient said they have appointments all day so whoever calls them might just have to leave a message. Agent sent supervisor request to the team

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# unknown, product type programmer: patient product ID 9 7715, serial# (B)(6) implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt claimed their ins batteries did not have the settings as each other. For one ins battery program they were in group b and when they increased intensity it jumped from 3.1 to 3.5. Pt said 3.5 was too high for them. When agent asked for event date they said it was going on for months and it took 4 months to get a local manufacturer representative (rep) to reprogram. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they have been in the ER twice due to same exact problems with being shocked starting about 4 months ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating they were still having difficulty with scs implants and asked to replace 2 controllers. Patient said they were not sure if stim was going where it needs to go and the level seemed to shock inside of the patient. Patient's wife said shock was in the back of their neck, shoulders. The issue has been going on for 4 weeks. Pt was on group b1 at 3.1. Spoke with the patient and their wife and reviewed the device needs to be checked by healthcare provider (hcp). Redirected to hcp. Patient said today they have an appointment with hcp over the phone, pain management at the va clinic. Patient said hcp suggested to call the congressman. Pt asked who they were supposed to call. Patient also asked who the rep was. Reviewed to work with hcp. Patient asked which hcp to work with. Reviewed hcp listings were mailed to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (implantable neurostimulator 97715 intellis adaptivestim pain) e xperienced stimulation settings perceived as too high, intense sensation, a new "lightning feeling" going down the left arm, and new pain unrelated to baseline. The patient described feeling "electrocuted" and reported that both devices were "acting up." The sensation persisted even after both stimulators were turned off, and the patient was unable to decrease the intensity of stimulation. Tro ubleshooting was performed over the phone, including turning both stimulators off, but the issue remained unresolved. The patient was directed to seek medical attention as the sensation was not related to stimulation. Pt said they were told that there is a problem with the external device and asked on how long will it take to ship the device. The issue was ongoing at the time of the report. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.